Event description:
It was reported there was overstimulation. While stimulation was on, the patient went to the store and received a shock when touching a metal rack and a touch screen. It was noted the stimulation felt three times stronger than a normal shock. There was no change in the patient's therapy.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).